Manufacturer narrative:
Additional information received on 2feb2022 update on the following: block b5:describe event or problem block b3: the exact date of the event is unknown. The provided event date, 12/01/2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 12/07/2021. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was placed during a spaceoar vue placement procedure performed on an unknown date. Fiducial markers were placed during the same procedure. A computerized tomography (CT) scan was performed and showed the spaceoar vue and fiducial markers are completely below the prostate and posterior to the penile bulb. No patient complications were reported as a result of this event. On february 2, 2022, additional information received stating that fiducials were placed too inferiorly. After the event, the patient had a second set of fiducials place in the right location. The patient also started external beam radiation and plans to have an stereotactic body radiation therapy boost. The patient current condition was reported to be doing well.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was placed during a spaceoar vue placement procedure performed on an unknown date. Fiducial markers were placed during the same procedure. A computerized tomography (CT) scan was performed and showed the spaceoar vue and fiducial markers are completely below the prostate and posterior to the penile bulb. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding this event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 12/07/2021. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.